Event description:
Pt experiencing pulmonary illness with underlying advanced aortic stenosis was ordered with the cpoe and emr, digoxin, a home medication, when admitted to the hospital. When she was discharged on transfer for rehab, the digoxin had disappeared from the active medication list and was not ordered, with resultant hear failure. The electronic ordering and reconciliation systems failed to detect the elimination of this condition critical medication although a relatively contraindicated drug, metoprolol was electronically ordered.